Event description:
This report summarizes 3 malfunction events in which the device had debris in sterile package. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 3 device investigation types have not yet been determined. Additional information: 3 devices were labeled for single-use. 3 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. 3 previously reported events are included in this follow-up record. Product return status: 3 devices were not available for evaluation.

Event description:
This report summarizes 3 malfunction events in which the device had debris in sterile package. - 3 events had patient involvement; no patient impact.